Event description:
User facility voluntary medwatch received which reported that during an operation, the mayfield headrest shifted. The user facility was contacted and the following information was obtained: there was no patient injury, and the hospital considers the event to be an isolated incident. After the incident occurred, the surgeon readjusted the equipment and completed the operation without further incident.